Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 300 mg/dl, 95 mg/dl or 80 mg/dl, and 200 mg/dl; 210 mg/dl and 97 mg/dl. The reported values were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.